Event description:
During the index procedure an endeavor sprint drug eluting stent was implanted in the rca. Approximately 52 months post the index procedure the patient suffered a stroke and was hospitalised. The patient was treated with medication and recovered without sequelae. The investigator has indicated the event was not related to the study device

Event description:
The patient is reported to be continuing with treatment as a result of the previously reported stroke.

Event description:
The patient is reported to be continuing with treatment as a result of the previously reported stroke.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (cva/stroke). (B)(4).